Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. The vizigo sheath "crumpled back onto itself" at the distal end of the sheath when it was being used to go transseptal. When the sheath was replaced, the issue resolved. No patient consequence reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. The vizigo sheath "crumpled back onto itself" at the distal end of the sheath when it was being used to go transseptal. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 26-nov-2025. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A dilator and a good known lab sample catheter were introduced through the sheath, and no resistance was felt. No other issues were observed. A device history record evaluation was performed for the finished device lot number, and no internal actions related to the reported complaint condition were identified. The resistance issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).